Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: (B)(4).it was reported that the patient presented to the clinic for a pacemaker change due to normal battery depletion. During the procedure, the physician was unable to remove the right ventricular lead from the header of the pacemaker. The physician capped and replaced the existing lead during the procedure on (B)(6) 2020. The patient was stable throughout.